Event description:
It was reported that during a left radial shunt percutaneous transluminal angioplasty treatment procedure, the balloon tip was kinked and torn. The target lesion was calcified and 90% stenotic. The blood vessel tortuousity was average. The physician used a 4f sheath and a 0.014" guidewire to access the lesion. After the guidewire crossed the lesion, the balloon of this product was inflated to 4 atms on the initial inflation. It was then removed to outside the body because the patient complained of pain. At that time, the physician noted that the distal tip of the balloon was slightly kinked, but he inserted it into the sheath again. He was unable to advance the balloon, because there was resistance in the sheath. He subsequently removed the balloon and noted that the distal tip had a tear, and the guidewire was visible. The procedure was successfully completed with another device. It was reported that there were no injuries or complications for the patient. Patient status is reported as "good." This product is only ous approved but it is similar to a marketed us device.